Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during set up of a shoulder arthroscopy, the footswitch pedal was stuck down and the shaver was in reverse the whole time there was a back up device available and no surgical delay was reported. No patient involvement was reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on a1 & h6 - medical device problem code. H3, h6: the reported device was received for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the reverse pedal failed to function. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely causing non-functionally of the pedal. Based on this investigation, the need for corrective action is not indicated.